Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the patient had been inactive in the system for several days as the minimum inactivity was set to 10 days for the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossed. The customer reported that the user was unable to remove the medication, and the malfunction occurred when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.